Manufacturer narrative:
Additional information: device manufacture provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Unable to duplicate reported issue. The keyboard was working and the site was able to use it. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A site representative reported that the imaging system's mobile view station (mvs) keyboard was working intermittently. The keyboard was used several times in a row but was not always working. No further details regarding this issue were provided. There was no patient present when this issue was identified.